Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A hip revision has been reported with potential removal of depuy components. Date of surgery (B)(6) 2024- were depuy components removed: yes additional event information. Update: medical records received on ad 05 september 2024 were reviewed by a clinician to identify patient harms/product issues. Dor: 81-year-old male patient received a right hip revision to treat pain and femoral osteolysis secondary to metallosis of the mom articulations. Upon entering the joint, the surgeon confirmed metallosis and debrided the joint space. There was some backside wear of the revised metal liner. There was no reported product problem with the revised metal femoral head. The cup and stem were well-fixed and retained. The patient received a depuy cop articulation. The procedure was completed without complications. Doi: 2011, dor (B)(6) 2024, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.